Manufacturer narrative:
The beckman coulter field service engineer (fse) checked the instrument and determined the na electrode malfunctioned causing low qc results for na and na patient results trending downward. The fse replaced the na electrode to resolve the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported generation of false low sodium (na) patient results, which were also trending downward on their dxc 800 pro clinical chemistry analyzer (pn (B)(4), sn (B)(6)). No error flags were generated by the instrument. (B)(6) erroneous patient results were reported outside the customer¿s laboratory. There was no report of change to treatment, injury, illness, or death associated with this event. The customer did not provide patient data and / or patient demographics.